Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of no external power along with power cable disconnect alarms active in the log file was confirmed via visual analysis of the submitted log file. The heartmate mobile power unit (serial number (B)(6)) was not returned; however, a log file was submitted for analysis. The submitted controller event log file contained data spanning approximately 5 hours on (B)(6) 2023 (11:24:15 ¿ 16:43:25 per the timestamp). The log file captured a loss of external power while connected to the mobile power unit on (B)(6) 2023 from 15:06:55 to 15:06:57 and 15:10:06 to 15:10:08. During this time, the rsoc voltage in both power cables as well as the bus voltage measured below the minimum voltage threshold. The alarms resolved when the rsoc voltage was restored to its expected voltage threshold. Additionally, the log file captured atypical intermittent atypical power cable disconnect alarms along with low voltage hazard alarms active while connected to the mobile power unit on (B)(6) 2023 between the events of 14:53:22, and 14:55:29 due to the rsoc voltage in both power cables dropping to approximately 0 volts without any routine power source changes. The alarms resolved when the rsoc voltage was restored to its expected voltage threshold and pump speed was not affected by any of the alarms. Provided information stated that they were unable to identify the exact cause of the alarms, the alarms resolved once the internal backup battery was removed, reseated, and reinstalled, the mpu was not exchanged as this was a new mpu that was dispensed within the past 2 weeks, and the patient is reporting no further alarms; however, reseating the battery would not affect the outcome of the alarms as the alarms were not a result of an issue with the battery. The patient confirmed that all their cords were secured, that the locking cord was in place and that the mpu was properly connected to the wall outlet. Different outlets were tried with no resolution. The cause of the alarms was not identified and the patient was reporting no further alarms. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient has historically had issues with mpu connectivity (MFR # 2916596-2021-03563 and MFR # 2916596-2020-04615). The patient's mpu was exchanged under MFR # 2916596-2023-03019. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noting no external power alarms while connected to their mobile power unit (mpu). The patient denied hearing alarms on battery power. The patient confirmed that all their cords were secured, that the locking cord was in place, and that the mpu was properly connected to the wall outlet. Different outlets were tried with no resolution. The log files noted power cable disconnects and low power hazards on (B)(6) 2023, between 14:51 and 15:14 while connected to their mpu. The cause of the alarms was not identified but the alarms resolved once the internal backup battery was removed, reseated and re-installed. The patient was reporting no further alarms.